Event description:
Description of event according to initial reporter: the physician was unable to retrieve the filter. During the case he used both a clover snare and a gtrs in his attempt to retrieve the filter. He made comments during the procedure that he ¿can¿t understand why it¿s not catching the hook when it¿s clearly over the device¿. This was out loud in front of an awake patient. The patient asked on two occasions ¿does this mean that my filter is defective?¿, to which the physician assured her it was not. It appeared that the snare was deflecting away from the hook of the filter, possibly due to it¿s placement with the hook lying against the cava wall. Multiple angles of x-ray were taken, and it was unclear if there was growth along the hook. At one point during the procedure the physician accidentally grabbed one of the stabilizing struts, which misaligned in the process. The physician was able to release the strut without further incident. The filter was implanted ~2 weeks prior to this intervention. Patient outcome: the physician will be bringing the patient back to attempt an advanced retrieval technique.